Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer experienced an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation and "skin burn" and had contact with a healthcare professional who prescribed silver sulfadiazine topical antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective.

Event description:
Customer's caregiver reported the customer experienced an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation and "skin burn" and had contact with a healthcare professional who prescribed silver sulfadiazine topical antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Visual inspection was performed on the returned sensor applicator, no obvious defects observed. The sheath and sharp have been retracted back into applicator, applicator has been fired successfully. Visual inspection performed on the returned sensor pack, no obvious defects observed. The lid on the sensor pack was completely peeled. No incorrect assembly observed. Extended investigation is pending at this time. A final report will be submitted once additional information is received. This also serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer's caregiver reported the customer experienced an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation and "skin burn" and had contact with a healthcare professional who prescribed silver sulfadiazine topical antibiotic ointment for treatment.there was no report of death or permanent injury associated with this event.